Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used as a camera port. When the camera was pulled out from the device, the duck bill valve was about to come out. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.